Manufacturer narrative:
The root cause was identified with rmu-2000 motors designed to arm-ea005-003 rev d and earlier. While the piston is recoiling during decompression, the force from it allows the rotor to interfere with the stator causing the motor to become stuck. This happens because the screw thread length in the stator was shorter than the screw. This allowed the bearing to move in between the rotor and stator.

Manufacturer narrative:
Our review of the provided event summary report identified that on 4/27/2024 at 11:09:06 the arm xr was powered on, properly applied to a patient, and compressions started. The arm xr provided chest compressions to the patient for a little over three minutes, totaling two hundred and thirty-five compressions. The report shows the user adjusting the device as required to ensure the device was in proper contact with the patient's chest. The report shows that after the user made an adjustment at 11:12:06 and initiated compressions, the arm xr issued multiple instances of errors starting with "warning: piston not applied firmly to chest" which the user pressed the continuous and pauses buttons until 11:12:17. After 11:12:17 and until 11:16:48, the unit indicated errors "warning: motor failed to move" and "warning: unit does not see piston as fully retracted." In between errors, the user pressed adjust up & down and the power buttons. Chest compressions were not recorded as being performed from this point on. The cause of these warnings cannot be determined from the review of the event summary report alone. Although requested, the chest compressor has not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported that during a rescue attempt on a 26-year-old in cardiac arrest, the medic paused the device to perform a rhythm check, and upon restarting the device, the triangle light and the wrench light started flashing and device went full extension and stopped and will not move.